Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded dso seal, a scratched lcd lens, and a damaged battery compartment. Functional testing was able to verify the reported problem upon power up. The root was unable to be determined. The main board, battery compartment, dso sensor, lock, flex, and labels were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump exhibited error code 46011. It is unknown if there was patient involvement, no adverse patient effects were reported.